Manufacturer narrative:
DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Criteria to fulfill a trend are 3 incidents in 1 month or 6 incidents in 6 months. Event summary: one year post-operative the surgeon noticed a ceramic fracture. The patient was "totally asymptomatic" during this period. Review of received data - two x-rays were available for investigation not clearly dated. In both images the implants are visible in a irregular ap view. No breakage has been noticed on the pictures but the inclination angle of the cup seems to be very steep. However, without the full image of the hip is not possible to calculate the angle. No other conspicuousness. - implantation report dated (B)(6) 2014: (B)(6)-year-old female patient received a left tha due to coxarthrosis. No relevant information found related to reported event. Devices analysis insert: -reconstruction: the insert is not broken but the rim is chipped. The chip-off fragments are available almost completely. -metal transfer: metal transfer of erratic appearance can be found on the outer surface, on the inner sphere and on the fracture surfaces of the insert. This secondary metal transfer was produced by rubbing between metal parts and the ceramic insert after the primary fracture event. Thus, it does not provide any information about the cause of the fracture. In case of a symmetrical taper fit situation between the ceramic insert and the metal shell, metal transfer patterns (primary metal transfer) are expected in region g/h of the insert. Such metal transfer patterns can be found equally distributed on the insert. -fracture surfaces: the rim of the insert is chipped over 50° of the circumference. The edges of the fracture surface show two different patterns: on the outer side of the fractured rim, the fracture edges are sharp while edges seem to be rounded at the inner side. These findings indicate that the fracture could have been caused due to recurring subluxations or edge loading of the ball head leading to point loading close to the rim of the insert. Ball head: -reconstruction: the ceramic ball head is not broken. -metal transfer: there are metal transfer patterns of erratic appearance on the outer surface, on the face and on the outer chamfer of the ball head which are clearly assigned to secondary effects, i.e. Rubbing between ceramic and the metal parts after the fracture event of the insert and during the extraction of the ball head. Such patterns do not provide any information about the cause of the fracture of the insert. In the case of a symmetrical taper fit situation between the ceramic ball head and the metal taper, thin concentric lines over the whole circumference are expected. These primary metal transfer patterns can be found on the conical bore surface. -breakouts: on the polished surface of the ball head an area of extensive abrasion and small breakouts can be found. The occurrence of these breakouts is a consequence of an intensive contact with fragments of the insert after the primary fracture event. -stripe wear: on both components an area of stripe wear can be found on the polished surface. The occurrence of stripe wear next to the rim region of the insert indicates an edge loading situation or recurring subluxations. The findings that stripe wear is located below the chipped rim supports the conclusion drawn above that the rim could have been fractured due to edge loading or recurring subluxations. - density: the density was determined on the fragments of the insert. The measured average relative bulk density is complying with the delivery specification for biolox®delta components. Review of product documentation: - the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Insert: the identification of the provided insert is completely possible by reading off the laser engraving. The following elements of the engraving can be read, indicated on the outside surface ¿g/h¿: ¿ hh/32 14(sigma/delta) (B)(4)¿. Shop order was identified for the insert based on this information. Protocols and acceptance certificate were reviewed. The quality documents show that the values obtained on the insert were according to the specification valid at the time of production. Ball head: the identification of the provided ball head is completely possible by reading off the laser engraving. Following elements of the engraving can be read, indicated on the outer chamfer ¿I¿ : ¿ 32-12/14 0 14(sigma/delta) (B)(4)¿. Shop order was identified for the ball head based on this information. Protocols and acceptance certificate were reviewed. The quality documents show that the values obtained on the ball head were according to the specification valid at the time of production. Root cause analysis: -the density of the insert was analysed and found to be complying with the delivery specification for biolox delta components. The microstructure as obtained from the quality documents of both parts accomplishes the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. -secondary metal transfer patterns can be found on the fragments of the insert and on the ball head as a result of contact with metal parts after the primary fracture event. -primary regular metal transfer can be found on the provided fragment of the insert. -primary metal transfer can be found on the bore surface of the ball head. -breakouts on the polished surface of the ball head indicate an intensive contact with fragments of the insert after the primary fracture event. -on both components an area of stripe wear can be found on the polished surface. The occurrence of stripe wear next to the rim region of the insert indicates an edge loading situation or recurring subluxations. -edge-loading and/ or recurring subluxations leading to an increase of stresses probably caused the fracture of the rim of the insert. Conclusion summary : edge-loading and/ or recurring subluxations leading to an increase of stresses probably caused the fracture of the rim of the insert. This could occur if the inclination/antiversion angle of the cup are not according to surgical technique. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The device has not been received for investigation. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming.a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported, that a patient was implanted with a biolox delta taper liner, hh/32 on (B)(6) 2014 on the left side. It is also reported, that during a systematic examination after 1 year of a pth (total hip prosthesis) totally asymptomatic, it has been discovering a ceramic fracture. The revision surgery was performed on (B)(6) 2016.